Manufacturer narrative:
The unit was visually inspected and its unit components for any damage or defect. No issues were noted. Functional examination was carried out and while performing the syringe gauge leak test, it was noted that the gauge needle did not increase while increasing the pressure and remained at zero. The complaint that the gauge was reading inaccurately was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause for this event is handling damage. The device history record review confirms that the device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon inflated but the gauge needle did not move when used in inflation. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon inflated but the gauge needle did not move when used in inflation. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.